Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded to address the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. Customer's blood glucose was 430 mg/dl.